Manufacturer narrative:
One cadd legacy 1 pumps - 6400 was returned for analysis. The device was returned to investigate the complaint of a double beep for no cassette. The device was returned in good condition but with a scratched screen. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. The reported issue could not be duplicated, there was no fault found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with double beep no cassette. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.